Event description:
During first use, the tip was assembled on the 23 khz handpiece. When the handpiece was activated for the first time the tip broke. The customer exchanged the tip - the surgery, a partial liver resection, continued without delay. The equipment settings were 100% ultrasound, 40% water and 50% suction. It was not certain whether the tip come in contact with another instrument or surgical tool prior to it breaking. - "the surgeon means no."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.